Manufacturer narrative:
(B)(4). Batch # n4lu10. Additional information was requested and the following was obtained: were the clips malformed: yes the clips were malformed and did not stay on the targeted anatomy upon being deployed; did the clip fall into the patient: I'm not aware if they fell into the patient. But if they did they were retrieved as there was no patient consequence; if yes: how was the clip retrieved: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and identified a clip that eject or falls out of the device jaws when the trigger is released prior to reaching the designed disengagement point defect/issue related to the reported incident were found. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure both devices were not securing clips properly. It was unknown how or why the clips were falling off or if they were malformed. Procedure was completed with the second device that initially had the issue but then began to work correctly. There were no patient consequences reported.